Event description:
Patient had an ib ii implant on 9/21/89. The patient subsequently suffered a trauma which resulted in fracture of the femur and failure of knee components. A revision surgery in 2 stages was preformed. Initially, on 3/17/92 the primary femoral component was remover and a temporary spacer made of pmma was implanted. Second surgery was again performed on 6/12/92 to remove spacer of pmma and original tibial articulating surface and to re-implant a custom femoral component and new poly tibial surfacedevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.